Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was ovalized approximately 54.0 cm from the hub. Conclusion: evaluation of the returned device revealed that the neuron max 6f 088 long sheath (neuron max)was ovalized. This type of damage typically occurs due to improper handling during preparation for use. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of a neuron max 6f 088 long sheath (neuron max) was kinked upon opening the device packaging. The damage to the neuron max was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron max.